Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that while in use on a patient, this ht70 ventilator generated a shutdown alarm, the screen disappeared and ventilation stopped. The evaluation for the reported issue was performed by third party service provider tobiko (tkb). Tkb reported that there was a crack in the main control board capacitor (c92) mounted on the board. Tkb service personnel replaced the main control board and resolved the issue. With the information available, the likely cause of the event was isolated to a fault in the capacitor of the main control board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a shutdown alarm, the screen disappeared and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Update sections e2 and e3. H6 evaluation code method remove b17 and add b01 result add c02 conclusion code remove d02 and add d02 h3: device evaluation summary medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a shutdown alarm, the screen disappeared and ventilation stopped. The evaluation for the reported issue was performed by third party service provider tobiko (tkb). Tkb reported that there was a crack in the main control board capacitor (c92) mounted on the board. Tkb service personnel replaced the main control board and resolved the issue. One main control board was returned to medtronic for failure analysis. Visual inspection found c92 had shorted. Damaged capacitor (c92) on the control board would cause the unit to shutdown and when used on a patient would lead to loss of ventilation. The cause of the event was isolated to a fault in capacitor (c92) of the main control board. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.